Event description:
It was reported that a revision surgery is planned due to a periprosthetic fracture resulting from a fall. The primary implants¿flex humeral head and flex humeral stem¿were stryker devices and have been removed.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.